Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of hyperlipidemia.

Event description:
It was reported that a patient with a 25mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 1 month due to calcification. The patient presented with sob and a syncopal episode that led to cardiac arrest. The patient was stable post procedure and discharged on pod #1. Device was replaced with a non-edwards valve.

Event description:
It was reported that a patient with a 25mm 3000tfx valve is under evaluation for a valve-in-valve procedure after an implant duration of 9 years, 1 month due to calcification. Patient presented with sob, dizziness and syncope. The patient had syncopal episode which led to cardiac arrest. Viv procedure is scheduled for (B)(6)2023.

Manufacturer narrative:
H10: additional narratives: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.